Event description:
It was reported that the pump module over infused vasopressor. Biomed found something broken inside the device. This was reported to bd representatives during their site visit. There was no reported patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module over infused vasopressor. Biomed found something broken inside the device. This was reported to bd representatives during their site visit. There was patient involvement however no reported patient harm.

Manufacturer narrative:
Correction : describe event or problem . Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an over infusion (vasopressor) was not determined because no products or device logs were returned.